Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model:sc-2218-50, serial: (B)(6), batch: 7130925.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the right lead was repositioned to the left side for better coverage. The patient was doing well postoperatively. The leads remained implanted.